Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 40 mg/dl, customer consumed glucose tablets to address the low bg. Reportedly, the customer reverted to an alternate method of insulin therapy.